Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad cover was intact. All of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, that battery compartment was cracked. The vibratory alarm was not functional and was found to be misaligned when the pump was opened.